Event description:
The customer reported that the vertical column did not raise or lower, but she could hear the motor driving. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the power supply. The system operates as intended.